Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306546. Lot: 4304932. Verbatim: you might not be the right person to report this to, but we found a contaminated syringe this morning. I've attached pictures for your reference. We've pulled all items in this lot from all our shelves. Please let me know how to properly escalate this.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there was a contaminated syringe. To aid in the investigation, one sample with no packaging flow wrap and two photos were received for evaluation by our quality team. The syringe has 5.5ml of solution with a foreign material that is 1/2" long and 3/32" wide. The two photos provided show the sample received. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. Fourier-transform infrared spectroscopy (ftir) was performed on the foreign particle in an attempt to identify the particle¿s composition. The ftir results were conclusive for blood. The sample was used, and the blood clot could have been pulled in when connected to another medical device. A device history record review was completed for provided material number 306546, lot 4304932. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The manufacturing process has filters to prevent foreign matter from getting into the syringe. The associates in the filling process are gowned and do not have any interaction with the unit when the syringe is being filled. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received

Manufacturer narrative:
(B)(4). Follow up for device evaluation: a contaminated syringe was reported. To assist in the investigation, one sample without packaging flow wrap and two photographs were received for evaluation by our quality team. The syringe contained 5.5 ml of solution with a foreign material measuring 1/2" in length and 3/32" in width. The provided photographs depicted the received sample, with no other defects or imperfections observed. The sample was subsequently sent to a laboratory for analysis. Fourier-transform infrared spectroscopy (ftir) was conducted on the foreign particle to determine its composition, and the ftir results conclusively identified the particle as blood. The sample had been used, and the blood clot may have been introduced when connected to another medical device. Thirty additional samples in sealed packaging flow wraps were received for testing. A visual inspection revealed no defects or imperfections. These samples were also sent to a laboratory for testing, and the results were negative for blood, particles, and clarity issues. A device history record review was conducted for material number 306546, lot 4304932. The review did not uncover any quality issues during the production of this lot that could have contributed to the reported defect. No related quality notifications were found. All processes and final inspections complied with specification requirements. The manufacturing process includes filters to prevent foreign matter from entering the syringe. Associates involved in the filling process are gowned and do not interact with the unit during syringe filling. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the symptom reported by the customer is confirmed.